Event description:
Pe wear caused osteolysis and pain and therefore, insert exchange took place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.